Event description:
It was reported that the lead exhibited intermittent capture and threshold at greater than 5 v. Fluoroscopy revealed a lead fracture between the tip and ring electrodes. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.